Manufacturer narrative:
This device was explanted and is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the battery of this device depleted by 7 years within approximately one years time, and is currently showing 1.5 years remaining, with a power consumption of 316%. Subsequently, this device was explanted and replaced without further complications. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this device depleted by 7 years within approximately one years time, and is currently showing 1.5 years remaining, with a power consumption of 316%. The device is expected to be explanted and replaced as soon as possible, and will be returned for analysis. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations.